Event description:
The tip of the turbohawk ths-lx-c broke off in patient, but remained on the wire. It was a 4+ calcified vessel and the tip was bowing before it detached.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.